Event description:
Information received by medtronic indicated that insulin pump was under delivering insulin. Customer stated that insulin pump was not pumping insulin. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.